Event description:
It was reported that the customer was hospitalized with a stomach virus and blood glucose levels as high as 900 mg/dl. The caller stated that the blood glucose levels elevated due to the virus, not due to the device. The caller was calling to have emergency supplies sent to the hospital. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.